Event description:
It was reported that the device had bad main board and when turning on, an alarm goes off for motor phase. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found to be cracked as well as right plunger case. Pump motor drive phase a post, also multiple battery depleted alarm were found in pump event history log. Reported problem was unable to be duplicated during power up tests. The root cause of the reported issue was able to be linked to user error. This alarm can occur if the pump is operating on battery power and battery nearly depleted actions were taken to mitigate the reported issue: replaced battery for preventive due to battery was over 5 years old. Performed maintenance. UDI information is unknown.